Event description:
New information became available that this patients device was explant for normal device change out. The home monitoring system detected these false issues as the device had been explanted, thus giving false readings. There were no adverse patient effects reported.

Manufacturer narrative:
This device was explanted for normal battery depletion. As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this patient's home monitoring device detected a high shocking impedance and high pacing impedance measurement on the right ventricular (rv) lead. The monitor also noted that this patient's tachy therapy had been changed to monitor only. To date, there have been no adverse patient effects reported.